Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s mother reported via phone call that insulin pump¿s screen was dim and was not readable to customer as well as needed light to see. Customer¿s blood glucose was unknown. Customer was advised to discontinue use of the pump and recommended customer refer to back up plan. Insulin pump will be returned for analysis.